Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laser ablation of the vaginal cuff. Patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2012 due to sui and erosion of mesh. Patient underwent implant of desara-caldera mid urethral sling due to sui, urethral hypermobility, urinary frequency, and urgency on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.